Event description:
The rep reported that the device was demonstrating ventricular post-paced t-wave oversensing. It was later reported that the ICD was explanted in 2005 due to inapropriate therapies for t-wave oversensing.